Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance syringe was used during a gastroscopy with dilation procedure in the upper digestive tract on (B)(6) 2012. According to the complaint, during the procedure, it was reported that the needle on the gauge did not move. They completed the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an alliance syringe was used during a gastroscopy with dilation procedure in the upper digestive tract on (B)(6) 2012. According to the complaint, during the procedure, it was reported that the needle on the gauge did not move. They completed the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device was visually inspected and no issues were noted. Functional testing was performed and the syringe was pressurized with 35ml of water for 30 seconds and there was no movement of the gauge. No leaks were noted during this test. The reported issue of gauge reading inaccurately was confirmed. It is possible the device was mishandled during storage or preparation which could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.